Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited air water cylinder has foreign objects, air water tube has foreign objects and auxiliary water tube has foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.